Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please clarify how many devices presented the issue. The sales rep reported seven devices. Was there any patient consequences due the delayed procedure. There were no adverse consequences to the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a reconstructive surgery of gastric jejunum and jejunal jejunum for pancreaticoduodenectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture detached from the needle more easily than usual during continuous suturing. It was a control release needle. The operation time was extended within 30 minutes. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 11/16/2020 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h-3 summary: four unopened samples of product were received for evaluation. During the visual inspection of four unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The device performed without any defect noted an empty opened box, an empty opened foil, a winding former with five needle/suture combination in slot 1 to 5 and a dispensed needle/suture of product were received for evaluation. During the visual inspection of six needle/sutures, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed, and the pull force were above the minimum requirements. The device performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.